Event description:
Customer reports intermittent low ma errors and the system displayed a communication failure. No pts were injured.

Manufacturer narrative:
The service rep replaced the system batteries and the system is functioning as intended.